Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged wake button issue was identified. No cartridges were returned for investigation; therefore, the reported cartridge leaking issue was unable to be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer went to the emergency room due to elevated blood glucose (bg) levels reaching over 700 mg/dl, and diabetic ketoacidosis. Customer was treated through intravenous insulin drip and nausea medication. Subsequently, customer was admitted to the hospital. Reportedly, the cartridge appeared to be leaking. Customer was treated through intravenous insulin and medication while in the hospital. Customer was released from the hospital on the next day. Upon being released from the hospital, customer's bg level stabilized to approximately 100 mg/dl, and there was no permanent damage to the customer.